Event description:
On (B) (6) 2010, the patient reported an e4 (occlusion) error was displayed on the infusion device while bolusing. His blood glucose was elevated to 145 mg/dl. His normal blood glucose range is 9-120 mg/dl. The patient was instructed to disconnect from the infusion site and to prime, and e4 was displayed. He was instructed to disconnect the tubing from the infusion device and to prime and he refused. He reconnected to the infusion site without error. There were only 13 units of insulin left in the insulin cartridge. He was advised to change the insulin cartridge and infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.